Event description:
It was reported that when patient was treated by the lifevest, patient lost consciousness, hit their head on the heater and hit the floor. The patient went to the hospital for evaluation but it is unknown if they were treated for the injury. The patient is being monitored on hospital device until they receive an ICD. There was no alleged device malfunction contributing to the injury. There is no indication that the patient received medical intervention. Outcome of the injury is unknown.

Manufacturer narrative:
Not applicable.